Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat an utero-vaginal prolapse, a cystocele with bilateral paravaginal defect, a rectocele repair, a perineal deficiency, and urinary frequency. The patient underwent the concurrent procedure of laparoscopic sacrocervicopexy, bilateral paravaginal anterior defect repair, posterior colporrhaphy, perineoplasty, and cysto-urethroscopy during mesh implantation. The patient underwent mesh explantation/revision due to posterior apical vaginal mesh erosion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic discomfort, irregular vaginal bleeding, and vaginal discharge.

Event description:
It was reported that following insertion the patient experienced pelvic discomfort, irregular vaginal bleeding, and vaginal discharge.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat uterovaginal prolapsed, cystocele, rectocele and a mesh was implanted. It was reported that due to pain and mesh erosion, patient underwent mesh revision by implanting surgeon on (B)(6) 2007.